Event description:
It was reported that the patients ipg migrated and was causing discomfort and difficulty in charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.